Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email that they encountered an issue with the freestyle librelink app. The customer indicated that they were not able to obtain sensor scans via their phone therefore, their spouse was not alerted of their low glucose level. The customer experienced unspecified hypoglycemia symptoms that led them to hospitalization but no additional information was provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that they are unable to scan the sensor with the application. An investigation was performed for the reported complaint and it was determined that there were no issues with the librelink application that could have led to the complaint. Attempted to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported via email that they encountered an issue with the freestyle librelink app. The customer indicated that they were not able to obtain sensor scans via their phone therefore, their spouse was not alerted of their low glucose level. The customer experienced unspecified hypoglycemia symptoms that led them to hospitalization but no additional information was provided. No further information was reported. There was no report of death or permanent injury associated with this event.